Manufacturer narrative:
This issue was initially assessed as a reportable malfunction. Upon further review, it was determined that the issue did not affect the intended performance of the device and does not meet the definition of a malfunction per 21 cfr part 803.3 (k). Please disregard the reported event associated with this manufacturer report number.

Event description:
It was reported patient underwent a femoral fixation procedure on (B)(6) 2014. During the procedure, it was noted the inner packaging of the toggleloc ziploop was not sealed. Another toggloc ziploop was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Corrective action has been initiated to address the reported issue.